Event description:
No new event description information to report at this time.

Manufacturer narrative:
H6 ¿ results code: appropriate term/code not available (4247) - disconnecting. Investigation - evaluation a review of the complaint history and quality control of the device was conducted during the investigation. The complainant did not return the device to cook for investigation, so a physical examination could not be performed. A picture of the device was provided, clearly showing the ridge separated from the outer cannula on the used device. Since the device was not returned, it cannot be determined if the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record could not be performed, as the lot information remains unknown. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: only physicians trained and experienced in percutaneous tracheostomy techniques should use this device. Exercise care to ensure that the components used in each step are properly positioned within the trachea. Improper placement of the components may lead to potentially life-threatening injury. Precautions: this product is intended for use by physicians trained and experienced in percutaneous tracheotomy techniques. Standard techniques for percutaneous placement of tracheostomy tubes should be employed.¿ it was determined that the affected component is supplied to the manufacturer from an external supplier, and a request to the supplier was made to investigate this occurrence. However, after multiple attempts, obtaining a supplier investigation was unsuccessful. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ridge separated from the outer cannula of a shiley percutaneous tracheostomy tube that is included in the cook ciaglia blue rhino percutaneous tracheostomy introducer set. This event was a result of the customer attempting to replicate a previous product failure, which was reported on MDR: 1820334-2019-00023. The device did not make patient contact.